Event description:
Incomplete info from affiliate. Only know that gaskets were torn and do not know quantity involved or being returned. Awaiting further info. 03/10/1000 message from affiliate. There are (9) devices being returned that were involved in a hernia repair. All the gaskets were torn and all from the same batch number.